Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 24-april-2024, it was reported by the patient for the tape not sticking. Patient do not know/are unsure of the causes of the product not adhering. No further information was available.